Event description:
Healthcare professional (hcp) reported the home pt (hp) felt pain, similar to excessive air, while using the homechoice cycler for "apd" therapy. Follow up with the hcp revealed in 2000, the hp reported experiencing shoulder and abdominal pain. Hcp relates the hp came in to the dialysis facility for examination and then went to the ER. Hcp relates the hp rec'd a cat scan in the ER, which revealed the presence of air in the hp's peritoneum. Hcp relates the hp was released from the hosp the next day. The hcp states the hp was given pain medication for soreness in the hp's peritoneum but does not specify the medication's name or dosage. According to the hcp, the hp felt that the pt line of the homechoice set had not fully primed with fluid before hp connected self to it. Hcp further relates that the hp has a "dry" day, leaving hp's peritoneum empty of fluid until the first fill of apd therapy using the homechoice cycler. According to the hcp, there was no pt injury as a result of this incident.